Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right knee was revised due to pain and joint loosening.

Manufacturer narrative:
An event regarding malposition involving an unknown mako tibial component was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: malalignment of uka in varus has caused and overload condition in the medial compartment with the uka with pain and loosening requiring revision. Patellofemoral disease progress may have been a relevant secondary factor contributing to pain. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: as stated by a clinician: malalignment of uka in varus has caused and overload condition in the medial compartment with the uka with pain and loosening requiring revision. Patellofemoral disease progress may have been a relevant secondary factor contributing to pain. Further information such as product ID and product evaluation are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to pain and joint loosening. Update: review received from clinician: malalignment of uka in varus has caused and overload condition in the medial compartment with the uka with pain and loosening requiring revision.